Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system paired with a libre fsl3+ experienced a sensor error that resolved, followed by hyperglycemia with a reported value of 252 mg/dl after eating high carbohydrate food without announcing the meal. The user also reported stress related to a recent car accident and was using an inset infusion set on the abdomen, with glucose trending down at the time of the call. Symptoms included headache and elevated glucose. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, while a usage problem was identified involving an improper or incorrect procedure related to the user interface, specifically failure to follow instructions for meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.